Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, primetest, excessive no delivery test and dat test at 0.08720 inches. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. During the occlusion test, the unit recognized the water filled reservoir and infusion set that was installed in the reservoir compartment. The unit was then programmed with a 2.0 unit fill cannula delivery. The unit delivered the 2.0 units properly with water exiting the infusion set. Occluded the infusion set and programmed a 7.0 unit bolus delivery. The pump properly alarmed no delivery during the occlusion test. The motor functioned properly during testing. No unexpected motor clicking anomaly noted. Then the unit was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the bolus history screen. The infusion set. The unit was also programmed with a basal profile and monitored. The basal profile delivered their indicated amounts and was verified in the daily total screen. No bolus anomaly or basal anomaly noted during testing. Unit had minor scratched display window, broken battery tube threads, and cracked reservoir tube lip. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and was just released. She said that while she was trying to prime her pump, she received a no delivery alarm and a clicking noise and the pump was not delivering insulin. The customer declined high blood glucose and no delivery troubleshooting. She said that there is not a battery in the pump and that she does not want to use it. During an attempt to troubleshoot high blood glucose, the customer¿s current blood glucose was 177 mg/dl and she said that during the incident, she felt symptoms of nausea. She said that she treated with an insulin shot and that she did not feel okay to continue troubleshooting. The customer said that she was hospitalized on (B)(6) 2017 in the evening with the blood glucose of 600 mg/dl. The events that led up to her hospitalization were unknown but the cause is because of high blood glucose. She was treated with shots and was wearing the pump at the time of the hospitalization. The insulin pump will be returning for analysis.